Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient (B)(6) is a participant in a clinical study. It was reported the patient is experiencing difficulty increasing the amplitude for the therapy system. A diagnostic test revealed invalid impedance measurements for several lead contacts. Efforts to resolve this matter via reprogramming have been unsuccessful. Surgical intervention will be undertaken at a later date to address this issue.